Event description:
Lee stated, that half of the wheel breaks off when moving the beds across the carpet, because he believes there is not enough resistance and they do not swivel well.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.